Event description:
It was reported that this spinal cord stimulation (scs) device was replaced due to difficulty charging. The patient underwent an implantable pulse generator (ipg) revision procedure wherein their ipg was explanted and replaced. The ipg was retained by the hospital and will not be returned for analysis. Post operatively, the patient was doing well. Electrocautery was used.

Manufacturer narrative:
B3: estimated based on gfe response from sales representative.